Event description:
The morning of (B)(6) 2011, (B)(6) went into the hospital due to a bronchial infection. After multiple issues in stabilizing his blood sugar and reducing the water in his lungs, his heart weakened. On (B)(6) 2011, a pace maker / defibrillator crt-d from st. Jude medical was implanted. The pace maker worked fine, but the defibrillator was malfunctioning and constantly shocking his heart. On (B)(6), the cardiologist attempted to perform a procedure to calibrate the issue with the defibrillator. The process was unsuccessful. On (B)(6), after (B)(6) days of continual shocks on his heart, (B)(6) went into cardiac arrest, remaining in the critical care unit. After he was revived and stabilized, it was learned his organs had fully drowned within his body fluids. On (B)(6), he was transported to (B)(6). Once settled into a room, a medical technician turned off the defibrillator device so (B)(6) could rest without continual shock waves penetrating his heart. He passed away (B)(6) hours ago. Dates of use: (B)(6) 2011 (six days). Diagnosis or reason for use: regulate heart strength.